Manufacturer narrative:
The pod was received fully deployed. All attempts to download the pod data were unsuccessful. All three batteries measured lower than expected. No defects were noted with the pcb, but a test of the shelf-mode current could not be completed. The exact cause of the data loss cannot be determined. The cause of the reported pod communication error during operation cannot be determined without the pod data. A leak from an external tear was observed upon inspection of the device. The timing and cause of the damage to the exposed portion of the soft cannula cannot be determined. The observed tear would not contribute to the reported pod communication error during operation. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_iosomnipod software app version: 2.1.0operating system: 26.2hardware: iphone12.1cgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient received a communication error during operation. The pod double beeped after it was filled with at least 85 u of insulin. No blood glucose readings were reported. The pod was worn between 1 and 4 hours. The patient was able to successfully resume treatment with a new pod.